Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels up to 23 mmol/l. The customer administered several manual boluses but his blood glucose level did not lower at all. Then he changed the battery, head and transfer set and cartridge, but his blood glucose level stayed high. The customer injected insulin via pen then blood glucose level lowered significantly. He took off the pump for the moment and worked with pen and the blood glucose level lowered to 15mmol/l.